Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to device evaluated by MFR? And to provide the device evaluation. The investigation is currently ongoing. 6f angio-seal evolution component was received for evaluation. Hemostasis sheath and carrier tube assembly. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The device was bent in a u-shaped curve. The compaction tube was returned loose. A 0.75" of carrier tube exited the sheath. The overall device condition was consistent with deployment. The handle halves were separated and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. Suture slack was noted consistent with cutting under tension. The suture had been fully unwound. No bls was observed on the rack/ gear mechanism. The gears were rotated in both directions; the rack was fully retracted. No damage or other visual anomalies were noted to the rack distal end stem. No visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. The exact cause of the event could not be determined. However, it is likely to be associated with insufficient pushing of suture release button. The suture was able to be released as intended when functionally tested. Visual and functional testing results could not confirm the complaint. The exact root cause of the event is likely to be associated with insufficient pushing of suture release button. The suture was able to be released as intended when functionally tested. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted to correct the MFR report no. That was initially reported in MDR 3013394970-2017-00049, the correct MFR report no. Is 2243441-2017-00058. The product code was initially reported as 610132. The correct product code is c610136.

Event description:
See MDR 3013394970-2017-00049.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.